Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Product ID 64001, lot# n265950, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: adapter. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2016, product type: extension. \a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that there was a build up of fluid around the implantable neurostimulator (ins) battery in the pocket so the ins, extensions, and adapter were removed; the leads were left in. The hcp also told the rep that the battery pocket had discoloration and it appeared to look like an infection. It is unknown if the devices will be replaced at a later date. The issue was stated to be resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.